Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient states he is experiencing urinary incontinence with his artificial urinary sphincter (aus) 4.0 cm tandem cuff as well as his sling device. The patient wants to know if changing his cuffs for 3.5 cm components would help with his symptom.